Event description:
The customer reported that there was no power supplied to the system and there was nothing displayed on the c-arm. The system would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was replaced. The system was then found to be operating as intended.